Manufacturer narrative:
(B)(4): nasogastric. (B)(4): bowel obstruction. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2010-01525. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that a patient underwent an incisional/ventral hernia repair on (B)(6) 2010 using mesh. Post-operatively, the patient was admitted to the hospital with a small bowel obstruction by CT scan and clinical exam. The event resolved after nasogastric suction for 48 hours and the patient was discharged after a four day hospital stay. The event was resolved on (B)(6) 2010.